Event description:
It was reported nitinol coating came off. The target lesion was located in a vessel in the uterus area. A 155cm direxion hi-flo was selected for use. During the procedure, it was noted that the nitinol coating came off at about 20cm from proximal yellow hub. Subsequently, the physician lost all tracking but was able to complete the procedure with the device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The direxion had a fracture 1 mm from the strain relief and kinks 10.6 cm and 106.4 cm from the strain relief. The strain relief was not removed from the hub due to the location of the fracture. The shaft was not completely separated, the inner liner was still intact. The fracture looked consistent with a bending and tensile force breaking. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported nitinol coating came off. The target lesion was located in a vessel in the uterus area. A 155cm direxion hi-flo was selected for use. During the procedure, it was noted that the nitinol coating came off at about 20cm from proximal yellow hub. Subsequently, the physician lost all tracking but was able to complete the procedure with the device. No patient complications were reported.